Manufacturer narrative:
Date of event-estimated. The unique device identifier (UDI) is unknown because the part numbers and lot numbers were not provided. Date of implant-estimated. The devices were not returned for analysis and a review of the lot history records and similar complaint reviews could not be performed as the part and lot information regarding the complaint devices were not provided. The reported hospitalization was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling. The patient deaths reported in the article are captured under a separate medwatch report. Literature attachment. Article title implications of concomitant obstructive or restrictive pulmonary diseases on functional and clinical results after mitraclip.

Event description:
This is filed to report the hospitalization. It was reported through a research article identifying mitraclip that may be related to the following: patient deaths, and hospitalization. Details are listed in the attached article, titled implications of concomitant obstructive or restrictive pulmonary diseases on functional and clinical results after mitraclip. Please see attached article for additional information.